Manufacturer narrative:
Consumer reported the product did not neutralize properly. The product was not returned to the manufacturer for evaluation.

Event description:
Consumer reported the product did not neutralize properly. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.